Manufacturer narrative:
Philips service cleared the obstruction, reset the system, and tested it successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm movement blocked by jammed lead apron; obstruction cleared on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.